Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wrinkling: crease flat observed on the device. Migration: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Autoimmune/connective tissue disorders-ndr: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rippling", "there is rippling at the bottom", "implant move towards armpit when laying down." Patient additional reported deflation. Healthcare professional later reported "deflation of the implant was not confirmed. Implant was intact as per pathology report." Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rippling", "there is rippling at the bottom", "implant move towards armpit when laying down." Patient additional reported deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.